Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a user error. There is no correction needed. There was no patient or user harm.

Event description:
Received an email late last night with following message:- ventilation mode has changed during ventilation without any nurse input. We have investigated and ran the device in pcv+ for an extended period of time and not found any issues relating to switching modes. On investigating the event log we found that at 11:29, 11:23 and 10:58 on (B)(6) 2022 the modes were switched from psimv+ to spont, spont to psimv+ and pcv+ to spont respectively. Previous to this, at 10:58 there was a message "sensor failure mode ventilation ended". I have attached the event log, technical state and the black box reports in the attached file for your review, please let us know if there is any issue with the ventilator or whether this is a case of a nurse changing the modes and not telling us.